Event description:
It was reported that the patient presented to the clinic for a follow up. Upon examination, it was noted that the nurse could not interrogate the implantable cardioverter defibrillator (ICD) device. The patient informed the nurse that his ICD went off delivering multiple shocks. The nurse tried several times but was unable to interrogate the device. No patient symptoms were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).